Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. It was indicated that the customer would load a different cartridge. There was no reported impact to customer's blood glucose level. Multiple attempts have been made to contact the customer that have been unsuccessful.